Manufacturer narrative:
Investigation summary: customer returned photos of bd alcohol swabs from lot # 8060776. Customer states that the packages are stained. The attached photos were examined and exhibited smeared ink on the swab packets. A review of the device history record was completed for batch #8060776. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the swab alcohol 100 bx 1200 spain there is foreign matter on the package in the form of a stain. There were three packages with this condition. The following information was provided by the initial reporter, translated from (B)(6) to english: packages are stained.